Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The AED battery was requested to be returned so it could be evaluated and tested. To date the battery has not been returned and the root cause is not known.